Event description:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
No button error alarm noted. However unit had intermittent button response due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.